Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced hyperglycemia on (B)(6) 2026, which was treated with an insulin pump. No further information available.